Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition that the device was smoking was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had a worn electronic control unit, the unit did not run and failed pre-test for general condition, check the off/oscillation/on switch mode function, check compatibility between small battery drive device and the small battery drive device ii, and check function of the pen drive console. Therefore the reported condition that the device stopped working was confirmed. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device stopped working or started smoking. It was reported that there were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however it was reported that it occurred in (B)(6) 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.